Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model vcpkgivc-1633, serial number/date code (B)(4) is approximately one year old. The owner's manual part number 1134867 eev. C (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Customer states that "the vc5310 bed will not move up and down by the pendant. End user is in a sitting position in the bed and it won't go down."